Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Event description:
It was reported that three days post implant, an x-ray confirmed that the right ventricular (rv) pace/sense lead had dislodged from the ventricle into the atrium. The lead delivered a shock because the patient was in atrial fibrillation and the lead was sensing atrial activity. The lead also had diminished r waves from implant. The lead was explanted and replaced. It was further reported that during the lead revision procedure, the set screw dislodged from the device header. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5076-52 lead implanted: (B)(6) 2006; product ID: 6949-65 lead implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.